Event description:
Prior to a breast biopsy procedure the probe initialized, but during the procedure the probe cutter failed to go forward in sample mode. The case was completed with a like device with no patient consequence.